Event description:
The customer called and reported that he had experienced a low blood glucose of 39 mg/dl, after he delivered too much insulin with a bolus from the insulin pump and did yard work. Customer stated he changed the reservoir and primed the line and believed there were air bubbles in the line. At the time of this report, customer's blood glucose was 332 mg/dl. The customer stated he would change the line. He was advised to treat and check again an hour later to make sure blood glucose was going down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.